Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the pump was incorrectly programmed.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleging tan inaccurate delivery issue starting (B)(6) 2014. The patient had a blood glucose (bg) of 37 mg/dl, an ambulance was called and patient was treated with IV fluids on (B)(6) 2014. Customer support (cs) review found no issues with pump and concluded that the bg excursion was due to incorrect bolus settings being programmed into the pump. Patient continues on the pump. This complaint is being reported because the patient experienced hypoglycemia following a user error of incorrectly programming the pump.